Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us had a user interface issue while on a patient. The vent was swapped out. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was unable to confirm the issue. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". According to imt the reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next sw release and this was documented under tfs ID (B)(4). CAPA-000001062 assigned for app hang related issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.